Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to changing impedance and threshold measurements. There was no evidence of inappropriate therapy or asystole. The explanted lead was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, with explant damage to the insulation. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.